Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that she did back to back blood glucose tests, within 10 mins, using different fingersticks. Her results were 178 and 133 mg/dl. She did not have any symptoms. During troubleshooting it was learned that the rptr's meter hasn't been cleaned properly, and was not set to the correct code. After resetting the meter, a control solution test was done with in range results of 124 (96-143).